Event description:
It is reported by the pt's legal counsel that the pt underwent a procedure in which an alleged zimmer spine product was implanted, subsequently "broke" and underwent revision surgery. No further info is available at the time of this report.

Manufacturer narrative:
At the time of this report no additional info was available. A supplemental report will be submitted with any relevant info that is received. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.